Event description:
On 10/14/2010, dornier medtech america, inc, received a copy of an FDA supplied medwatch report filed by (B)(6) medical center (uf/importer report # (B)(6)). The report indicated that a dornier mobile lithotripter "dropped power" during a procedure. The (operating) technician and his company's engineer proceeded to troubleshoot the unit allowing it to function in intervals during the case. The procedure was completed without harm to the pt and without any adverse outcomes. Investigation revealed that the customer called dmta for service and service order (B)(4) was generated on the day of the event. Dmta service visited the customer and made necessary repairs to the unit. Dmta service determined the unit was "dropping power" due to an error code generated by a voltage drop in the 1g1 5vdc power supply.